Manufacturer narrative:
An escalation team comprised of beckman field service engineers (fse) and field applications specialists (fas) was dispatched to the customer site multiple times as the customer indicated the issue was ongoing. The field applications specialists performed multiple troubleshooting measures including replacement of the mix bars, replacement of chipped cuvettes, alignment of probes, performed photo calibration and w2 cleaning, replacement of di water valves, replacement of the di water filter, replacement of the photometer lamp, replacement of the photometry control powered circuit board (pcb) and the photometry control power supply unit to resolve the issue. Due to the adjustment and replacement of multiple hardware parts, the failure mode is due to a hardware malfunction, however the primary failure mode cannot be determined. Issue has been resolved at the customer site and there have been no further occurrences reported from the customer. Beckman coulter internal identifier is case (B)(4).

Manufacturer narrative:
This event is pending evaluation by technical applications support team. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving erroneous low patient results for creatinine on the au5800 clinical chemistry analyzer. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.